Event description:
Falsely depressed creatinine (crea) results were obtained on qc and patient samples. Patient samples were reported to the physician who questioned the results. Once the qc discrepancies were discovered, the patient samples were repeated and higher results were obtained and corrected reports issued. It is unknown if patient treatment was altered or prescribed due to the falsely depressed creatinine results. There was no report of adverse health consequences due to the falsely depressed creatinine results.

Manufacturer narrative:
Instrument data has confirmed the cause of the falsely depressed creatinine results is user error. It has been confirmed by the pattern of qc and repeat testing that the operator had incorrectely reconstituted the chem I calibrator used to calibrate the creatinine reagent lot. A volume of 1 ml was used to reconstitute the calibrator which is to be hydrated with 2 ml of water per the calibrator IFU. The account properly reconstituted a new calibrator and confirmed creatinine results with qc. No further investigation of the device is required.